Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow in an arctic sun device earlier. They were able to get it resolved. Therapy ran well for a few hours, but now they were getting low flow alerts again (alarm 02). Flow rate (fr) was 0lpm, inlet pressure (ip) was -9psi, circulation pump command (cpc) was 0 percentage. Suggested changing to another device. Nurse located s/n dygxal029 and called back. Patient connected to new device, therapy started. Flow rate (fr) was 1.1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage pump hours were 2621, system hours were 2730. Duration adjusted to match first device 63:24. Suggested sending first device to biomed. Therapy continued on second device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-04089. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow in an arctic sun device earlier. They were able to get it resolved. Therapy ran well for a few hours, but now they were getting low flow alerts again (alarm 02). Flow rate (fr) was 0lpm, inlet pressure (ip) was -9psi, circulation pump command (cpc) was 0 percentage. Suggested changing to another device. Nurse located s/n (B)(6) and called back. Patient connected to new device, therapy started. Flow rate (fr) was 1.1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage pump hours were 2621, system hours were 2730. Duration adjusted to match first device ~63:24. Suggested sending first device to biomed. Therapy continued on second device.